Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device was displaying a service indicator. It was also indicated that when the device is powered on, the pacing and synch light comes on. The device then goes into sync mode or pacing mode automatically on boot up. The user cannot get into the service mode, as the device switches back to pacing mode and out of the test menu. There were no reports of patient use associated with the reported failure.